Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Robotic incisional hernia - camera port: the doctor was positioning the camera up to get a different angle. At this time the doctor noticed the cannula of the trocar broke. Da vinci si robot was used and the applied mount was used. Over the phone confirmed with rep that she has only been informed of 3 malfunctions. Email description from user facility received on march 07, 2017: "during robotic surgery for incisional hernia repair the scope was removed for cleaning at which time the 12mm trocar attached to the camera arm broke into two pieces. Both pieces were retrieved from the patient and robot arm. No harm was caused by this incident however it is an unsafe condition." Additional information received via email from sales representative on march 16, 2017: it was confirmed that there were 3 cers regarding cannula damage, and 1 cer regarding seal leakage. All cers have already been logged in the system (2016-0600, 2016-1315, 2017-0194, and 2017-0422). Type of intervention: all pieces were removed. Patient status: no harm to patient.